Manufacturer narrative:
A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was having difficulty charging due to seroma at the ipg site. The patient underwent a revision procedure wherein the ipg was repositioned. It was noted during the procedure that the patients ipg had migrated.